Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of hypotension with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the event and the liberty select cycler. The patient¿s hypotension was caused by congestive heart failure for which they have a documented history. Chf is a result of injury to the myocardium from several causes including ischemic heart disease and diabetes. Hypotension can be caused by severe reductions in cardiac output as well as the treatments for heart failure itself. Based on the available information and no allegation of a device malfunction, the liberty select cycler can be excluded as the cause of the patient¿s hypotensive event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was admitted to the hospital due to hypotension. The patient is currently recovering in the hospital. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient was in active treatment on the liberty select cycler at the time of the hypotensive event. The patient disconnected from the cycler and went to the emergency room (ER). The patient was admitted for the hypotension due to congestive heart failure (chf). The patient has a history of chf. The pdrn stated the hypotension was not directly caused by utilization of the liberty select cycler or other fresenius product(s). The patient has been discharged to home and continues to complete pd therapy utilizing the liberty select cycler.